Event description:
The reporter did meter to lab comparison tests. Tests were venous, within 10 minutes. Reporter's readings was 252mg/dl, and the lab test result was 107mg/dl. Reporter did not have any symptoms. A control test was done during troubleshooting; the meter had er1 and er3 messages. The reporter checked the confirmation dot. On follow-up, a control test had been in range, and matched 180mg/dl on the color chart. Reporter technique of applying blood is accurate, and reporter cleans the meter on a regular basis. No harm was alleged.